Event description:
It was reported that cartridge was leaking from the septum multiple times over several months. There was no adverse impact to the customer¿s blood glucose level. A replacement cartridge was sent.